Event description:
The patient's right knee was revised due to pain and instability. The surgeon did not comment further on the subject device.

Manufacturer narrative:
An event regarding instability of a triathlon knee was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as no devices were returned for evaluation. -medical records received and evaluation: insufficient medical records were provided for a meaningful dictation. -device history review: all devices accepted into final stock conformed to specification. -complaint history review: there have been no similar previous reported events for this lot ID. Conclusions: the exact cause of the event could not be determined with the limited information provided. Additional information such as product return and patient medical records would be required for further review. No additional investigation is possible at this time. If additional records are received, the investigation will be reevaluated.

Event description:
The patient's right knee was revised due to pain and instability. The surgeon did not comment further on the subject device.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the hospital and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.